Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture on the left side and baker grade iii capsular contracture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3503501bc on (B)(6) 2020. This report is for the patient's right-sided device.